Event description:
It was reported that this pacemaker exhibited intermittent high out of range pace impedance measurements, triggering a lead safety switch (lss). Boston scientific technical services (ts) recommended programming options in which the field representative stated the clinic had done, noting no oversensing had been seen afterwards. The device remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention performed for reprogramming.